Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that biomed has rebooted the device and alarm 74 (non-recoverable system error) was still there. Mis transferred call to technical support regarding alarm 74 (non-recoverable system error). Per technical support, it appeared that the outlet control temperature (t2) shorted, and advised the device requires tank harness replacement and calibration. Biomed would order part and replace onsite. Biomed with a device that was used for training, while they were doing the training, data showed many errors and alerts. Alarms 01 (patient line open), 02 (low flow), 03 (water reservoir lot), 11(patient temperature 1 below low patient alert), 15(unable to obtain a stable patient temperature), 45 (ac power lost), 50 (patient temperature 1 erratic), 101 (no usb drive found during save) and 113 (reduced water temperature control). Now it shows alarm 74 (non-recoverable system error). Mis informed biomed it would be difficult to pinpoint the exact cause as nurse no longer has the cables or a patient on the device. Mis explained the different error codes 01 (patient line open), 02 (low flow), 03 (water reservoir low), 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), 45 (ac power lost), 50 (patient temperature 1 erratic), 101 (no usb drive found during save) and 113(reduced water temperature control).

Event description:
It was reported that biomed has rebooted the device and alarm 74 (non-recoverable system error) was still there. Mis transferred call to technical support regarding alarm 74 (non-recoverable system error). Per technical support, it appeared that the outlet control temperature (t2) shorted, and advised the device requires tank harness replacement and calibration. Biomed would order part and replace onsite. Biomed with a device that was used for training, while they were doing the training, data showed many errors and alerts. Alarms 01 (patient line open), 02 (low flow), 03 (water reservoir lot), 11(patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), 45 (ac power lost), 50 (patient temperature 1 erratic), 101 (no usb drive found during save) and 113 (reduced water temperature control). Now it shows alarm 74 (non-recoverable system error). Mis informed biomed it would be difficult to pinpoint the exact cause as nurse no longer has the cables or a patient on the device. Mis explained the different error codes 01 (patient line open), 02 (low flow), 03 (water reservoir low), 11 (patient temperature 1 below low patient alert), 15 (unable to obtain a stable patient temperature), 45 (ac power lost), 50 (patient temperature 1 erratic), 101 (no usb drive found during save) and 113 (reduced water temperature control).

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue was that no usb drive was inserted while attempting to download patient data. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "the following functions can be initiated from the advanced setup screen. Download patient data: the patient data for the last 10 (ten) cases are stored on the arctic sun® temperature management system hard drive. This data is maintained when the arctic sun® temperature management system is powered down, or in the event of a total loss of power." And "to access the advanced setup screen: press advanced setup button on the patient therapy selection screen. The advanced setup screen will be displayed." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.